Event description:
The monitor was returned for investigation and did not pass incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) was confirmed. Upon investigation the cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. The root cause for the shorted c1 capacitor could not be positively identified.